Event description:
It was reported to tyco healthcare/kendall that a customer has a problem with a PICC catheter. The customer stated that the catheter leaked.

Manufacturer narrative:
Per the customer, a sample will not be returned for investigation. An investigation is currently underway; upon completion, the results will be forwarded.